Event description:
Caller reported his compact plus meter is displaying results in mmol/l. This device is intended for the us market and should display results in mg/dl format. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.